Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pump was failing and a decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The explanted pump was returned assembled with the percutaneous lead severed at the reinforcing sleeve and the severed section of the lead was returned. The inflow valve assembly was returned detached fro the pump inlet and the inflow valve assembly was cut at the valve conduit and returned in two pieces. The outflow valve assembly and outflow graft attachment were returned assembled and detached from the pump outlet port. The pump motor was functionally and dynamically tested under various loaded conditions and the pump operated as intended with normal pump power consumption. The pump was visually examined and no anomalies were found. The examination of the lower housing revealed the lower main bearing and cam followers to be in unremarkable condition. Based on these findings, the reported event of pump failure was not confirmed during the analysis. No further information is available. The manufacturer is closing its file on this event.